Event description:
The customer reported that the insulin pump was accidentally put into suspend when customer was delivering a bolus. Customer wanted to know why the insulin pump goes through the night not delivering insulin and no alarm. Customer does not want to troubleshoot. Explained to the customer about the alarm and customer was not satisfied. Customer's blood glucose was 366 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).